Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during venous cannulation, perforation of the coronary sinus occurred. The coronary sinus was re paired and no further action was needed. No additional adverse patient effects were reported. The information indicates that the perforation was not caused due to a malfunction of the product and that the product functioned as intended.

Manufacturer narrative:
The model number 66112 has been chosen as a place holder for the model number of the cannula as information on the model and lot numbers was not available. Medtronic is unable to determine the root cause of the issue without the return of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a clinical study that during venous cannulation a coronary sinus perforation occurred. The coronary sinus was repaired. No further action was needed. No further adverse patient effects occurred.